Event description:
As reported by the user facility: three incidents of needlestick injuries: on (B) (6) 2008, (B) (6)- clip did not deploy. Nurse received needlestick injury. On (B) (6) 2008, (B) (6) - clip did not deploy - nurse received needlestick injury. Date unk - ER dept - pt with (B) (6). Nurse had laid stylet down - when she went to pick up supplies, she rolled her glove down part way off her hand to enclose the supplies in the glove. She received a needlestick injury when picking up the stylet. Sales rep reported that sample available and clip is on tip of stylet. Additional info provided by the facility indicated that all protocol bloodwork testing results were negative in all the reported incidents. The lot numbers and item numbers are not available. The samples for incident #1 and #2 were discarded and will not be returned for eval. Additional info involving incident #3, reported date of incident, (B) (6) 2008. The sample will be returned for eval.

Manufacturer narrative:
The actual devices in incidents were not returned to the manufacturer to be evaluated, and lot numbers and item numbers were not reported. Without the samples or a lot and item number, a thorough eval could not be performed. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual manufacturer, b. Braun medical industries (B) (4), in (B) (4). If the actual device in incident # 3 is made available to the manufacturer to be evaluated as indicated, a follow-up report will be filed.